Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after pairing a new sensor due to a prior sensor stopping, the user unlocked the pump and encountered the fill tubing screen; the user was advised that replacing the tubing was required to proceed and chose to keep the current cartridge while completing a guided change with customer care. Symptoms included hypoglycemia with a low of 54 mg/dl, characterized by the user feeling "off." Outcomes included treatment with oral glucose. Investigation included troubleshooting and education with guided setup and infusion set replacement instructions. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.